Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Multiple attempts were made by tandem clinical support (clss) to gather additional information; however, no response was received. There was no reported adverse impact to the customer¿s blood glucose level.